Manufacturer narrative:
D10: 300-01-17 - equi humeral stem primary press fit 17mm: (B)(6), 310-01-50 - equi, humeral head short, 50mm (beta): (B)(6), 300-10-45 - equi replicator plate 4.5mm o/s: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from glenoid loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Over the course of several months, the patient developed pain which was caused by aseptic glenoid loosening. The patient was revised, and the surgeon removed the replicator plate, torque screw, humeral head, and glenoid. The outcome is considered resolved. No further information available.